Event description:
It was reported that during a routine insertion of the catheter over the spring wire guide; the physician lost the wire guide in the pt's right internal jugular vein. It then passed into the superior vena cava and lodged in the inferior vena cava. The wire guide was successfully removed by an interventional radiologist. There were no further complications.